Event description:
Additionally, the healthcare professional reported that a day after the "hyperthyroidism" occurred, the patient also experienced non-device related ¿cardiac growth,¿ ¿thickening of pulmonary artery,¿ and ¿pulmonary nodule." The events are ongoing.

Event description:
Additional information reported patient required hospitalization.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported patient was injected 3ml of juvéderm® volite¿ in the perioral area and perioral line. The patient experienced non-device related ¿hyperthyroidism.¿ the patient was hospitalized due to "hyperthyroidism" and was discharged 3 days later. Three days later, the patient was treated with thiamazole tablets and sodiumlevothyroxine. The event resolved that day.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2201. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of hyperthyroidism deemed not device related is considered an unexpected adverse drug experience.